Manufacturer narrative:
One powered toothbrush handle was returned to ohc for failure analysis with one non-philips charging device and one non-philips brush head. Visual inspection of the returned handle identified deformation and melt damage including fire damage. The extent of the damage rendered the device inoperable, and the model and serial numbers were not identifiable. The damage pattern observed on the handle is consistent with thermal exposure originating from a non-philips charging product. Reference directions for use warnings: "do not use attachments other than those recommended by the manufacturer." Based on the available evidence, the thermal activity and resulting damage did not originate from the handle itself and are attributable to an external source, specifically the non-philips charging product. No device related malfunction or internal failure of the handle was identified.

Event description:
One powered toothbrush handle was returned to ohc for failure analysis with one non-philips charging device and one non-philips brush head. Visual inspection of the returned handle identified deformation and melt damage including fire damage. The extent of the damage rendered the device inoperable, and the model and serial numbers were not identifiable.

Event description:
A consumer reported that a sonicare power toothbrush caught fire while charging. Property damage was reported. No injuries were reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.